Manufacturer narrative:
Description of event or problem, device identification, device evaluated by MFR, device manufacture date: additional information. Manufacturer's investigation conclusion: review of the patient¿s submitted log file confirmed driveline fault alarms, however, evaluation of the patient¿s replaced portion of the driveline from (B)(4) did not find damage that could have contributed to the events seen within the log file. Log file evaluation showed the pump operating above the low speed limit for the duration of the log file. On (B)(6) 2019 at 2:17:24 am the log file recorded a driveline fault alarm. The driveline fault remained active for the majority of the remaining duration of the submitted log file. The driveline fault alarm appeared consistent with phase 3, which is redundantly supported by the red and orange wires. The patient underwent a driveline replacement on (B)(6) 2019. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. The driveline was covered in rescue tape from approximately 3 to 6 inches from the controller connector. Upon removal of the rescue tape, the silicone jacket was noted to be damaged approximately 5 inches from the controller connector. The bionate layer was discolored but otherwise unremarkable. The metal braided shield had breakdown approximately 2.5 inches and 5.75 inches from the controller connector. The underlying wires appeared overall unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. Additionally, a pull test with significant force did not reveal a break in the conductors of any of the wires. The returned portion of the driveline was then suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Evaluation of the returned portion of the patient¿s driveline did not reveal any issues that could have potentially contributed to the reported events captured in the log files. The account reported that the patient remains ongoing on vad support and will be periodically monitored for further issues. The remaining portion of (B)(4), besides the external portion of driveline, was not returned for evaluation. Incidental finding: superficial damage to the outer silicone jacket was found during the manufacturer's investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient was still having driveline fault alarms on his ventricular assist device (vad). Patient was not a candidate for a vad replacement, so customer were just monitoring patient's leads by sending in vad logs periodically. He was doing fine.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had their log files sent for review. The log file captured driveline faults events on (B)(6) 2019. Tech services was onsite for a driveline repair on (B)(6) 2019. The entire external portion of the driveline was replaced with no issues. The patient did not have any more alarms post repair and was discharged home. The controller was not exchanged. A driveline repair was completed. The part of the driveline that was taken off is to be sent back for evaluation.